Manufacturer narrative:
G4: 05nov2019; b4: 15jun2020. H11: h6: patient code updated h10: patient information - sex of patient: female. Patient age at time of event: 11 years. No other information was available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11jun2020, b4: 12jun2020. The touchscreen assembly was returned to the manufacturer's failure investigation (fi) laboratory for evaluation. Visual inspection of the touchscreen assembly revealed no signs of physical damage and contamination. The touchscreen assembly was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touchscreen assembly passed all testing, and no errors were generated. The reported condition of a ventilator with a touchscreen failure was not duplicated; no fault was found on the returned touchscreen assembly . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02feb2020. B4: (B)(6) 2020. The service support technician performed an evaluation and reported problem was not confirmed. The service support technician still replaced the touchscreen for the prevention of recurrence. Unit checked overall, run in and functionally tested, no other abnormalities were found after the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15nov2019.

Event description:
The customer reported the touch panel didn't respond. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.